Event description:
Patient stated, "I am having a reaction to something, and we can't tell if it is from one of the medtronic l eads or the st jude leads. My dermatologist said he would contact medtronic to verify some information." " ipg manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).